Event description:
It was reported that the tip of the driver fractured and remains implanted in the patient. Event resulted in a delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Evaluation of the returned product was performed on (B)(6) 2012. The reported complaint was confirmed. The tip of the driver was broken. Based on the available information, it is likely that the driver experienced an excessive load. As a result, the tips of the drivers twisted. The associated quick connect handle was not returned for evaluation. It is unknown if the related torque limiting instruments were used along with this driver. Without further information, no conclusive root cause can be determined.